Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was powering off during use. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unsure when the alleged issue began. The patient manages their diabetes with pills, diet and exercise. The patient reported consuming less food/drink in response to the alleged issue. The patient reported developing a symptom of ¿blood sugar went high¿ sometime after the alleged issue began. The patent was unwilling to answer any other personal information. The patient did not report any medical treatment for these symptoms. At the time of troubleshooting the cca confirmed there was no misuse of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient may have developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.